Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure the pulse generator's setscrew was noted to be stripped. The device was no longer used and replaced. The patient was noted to be in stable condition.